Event description:
It was reported that during implant, the lead was attempted in several locations but showed t-wave oversensing. On the last attempt to remove, the physician felt the screw was breaking. After removing the lead, it was noted that the helix was stretched out and no longer usable. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. Several conductors had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. All insulators were breached cut. Outer tubing overlay was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was damaged at implant. The analyst noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.